Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles medication was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution did not come out of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-jul-2023. H6: investigation summary : (B)(4) sealed 31g x 5mm pen needle samples and two photos were returned from lot. No. 2242743, cat. No. 320129. A clog test was carried out on 30 sealed samples as per (B)(4) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that during use with bd micro-fine¿+ pen needles medication was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the drug solution did not come out of the needle.